Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence - urgency frequency. It was reported by an advanced evaluation patient that they had pain in their pelvic area from the pressure of having a full bladder and noted that it went away after they used a catheter. On (B)(6) 2019 the patient stated they were unable to increase their stimulation as it made their toes flex. The patient reported they did not want to proceed with stage 2 if the device was doing nothing to help them. There were no further complications reported.